Event description:
On (B) (6) 2010, pt reported experiencing ongoing hyperglycemia for the past 4-6 days. Pt stated his blood glucose has elevated to the 200 mg/dl range with the highest reading being 261 mg/dl. Pt's target blood glucose range is 70-105 mg/dl. Pt reported he is not aware of any scar tissue but does experience pain and burning sensation when delivering boluses. Pt stated he received an e4 (occlusion) error when trying to bolus 37 units of insulin this morning. He stated he cleared the alarm, reconnected to the infusion site, and delivered the remaining amount of the bolus. Explained the connection between occlusions, hyperglycemia, and site rotation and irritation. Reviewed possible insertion sites. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.